Event description:
It was reported by service report that the foot rest would not latch closed due to the reclining mechanism being bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - recliner mechanism.